Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s stimulator did not work after a previous non-device related procedure. There was no connection between the remote control and the ipg. The patient also experienced a shocking sensation during charging. The patient underwent a revision wherein the ipg was replaced because it was burned during the previous non-device related procedure. Device malfunction was suspected. The patient was doing well post-operatively.